Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received channel error code 110.6021. It is also missing a pole clamp. No patient involvement was noted.

Event description:
It was reported that the device received channel error code 110.6021. It is also missing a pole clamp. No patient involvement was noted.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 12/13/2019 to present date 12/23/2020 and confirmed that this device was not previously returned for servicing.